Event description:
It was reported that upon opening foreign material at the cuff was noticed. No patient involvement.

Manufacturer narrative:
Other, one device was returned. Visual inspection found pollutants on the outer wall of the cuff and were suspected to be spot-like blood stains. After wiping with 75 percent alcohol, the pollutants disappeared. The root cause of the condition was attributed to careless clinical use. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No further actions were taken.